Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission experiencing increased fatigue and presyncope. Upon review, the patient's atrial lead was over-sensing and exhibited noise with automatic mode switch episodes. No intervention was performed at the time. Patient was schedule to present in clinic.